Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries was evaluated and determined to be the likely cause. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.